Event description:
Study event. Device malfunction: none. Symptoms: severe headache, altered awareness, anxiety. Time of symptoms: 6 days post-procedure. The pt underwent carotid stenting of the left internal carotid artery in 2006 without any reported difficulties and scheduled aortic valve replacement soon afterwards. Approx one week later, the pt experienced sudden onset of severe headache. The pt was also noted to have spells of altered awareness and anxiety. The neurologist notes "severe vasculopathy with stroke on the left frontal lobe, which is age indeterminate. I would quess that this is likely greater than one month old given the degree of leukomalacia.." A CT scan showed "interval development of an areal of encephalomalacia in the left frontal lobe since prior exam of 2005. This may represent development of an area of ischemic change in this region since the prior study." An eeg showed "prominent delta slowing in the left frontotemporal leads. This is consistent with the pt's known history of a stroke occurring sometime in the past 5 or 6 months." The pt recovered and was discharged about 5 days later. No additional event or pt info available.